Manufacturer narrative:
Patient height reported as 67 inches. It is unknown if the device has been explanted. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Part number: ssc205c, lot number: 2004000890: manufacturing location: (B)(4). Manufacturing date: 14 april 2004. Expiry date: 01 march 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(6) clinical study patient (B)(6) was implanted with medium 5mm prodisc-c at c6-c7 on (B)(6) 2004. No complications were noted during surgery. Patient was discharged on (B)(6) 2004. Patient did not complete the study, voluntarily withdrew. Date patient was last seen (b)(46) 2006. Patient underwent c6-7 fusion surgery on (B)(6) 2007 the following complications were noted (date reported, event, intervention, status): (B)(6) 2009: anticipated severe surgery: anterior cervical discectomy at c7-t1 with fusion, wide neuroforaminotomy and posterior stabilization with fusion from c6-t1. Intervention: patient had surgery status: resolved. This report is for the following adverse event (ae): (B)(6) 2009: anticipated severe pain requiring surgery: anterior cervical discectomy at c7-t1 with fusion, wide neuroforaminotomy and posterior stabilization with fusion from c6-t1. Action required: hospitalization with surgery. Course of action: (B)(6) 2007 patient had surgery. Implant involvement: none. Related to surgery: definitely not. Related to implant: definitely not. Current state of event: resolved. Exhaustive workup did not demonstrate any indication that implant or initial surgery was cause of ongoing pain. Patient was advised not to undergo this surgery since a pain generate was never identified by the operating surgeon. Patient and surgeon decided to go ahead anyway. This is report 1 of 1 for (B)(4).